Event description:
It was reported that insulin pump experienced malfunction alarm and patient went into a small metel detector. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.